Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damage. Additional information received indicated that there was an insulation break right by the header and physician decided to used a new lead. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.